Event description:
It was reported that this right ventricular (rv) lead has had noise oversensing which resulted in inappropriately stored ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. Additionally, the rv lead pace impedance has reached saturation and has stayed greater than 3000 ohms. The respiratory rate trend and the cardiac resynchronization therapy defibrillator (crt-d) were turned off and the field representative was going to consult with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.